Manufacturer narrative:
(B)(4). Device evaluation by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during a unspecified procedure, the guide wire became stuck in the catheter. The location of the target lesion was not specified. The unspecified size amplatz s/s xch guide wire became stuck in a non-bsc guide catheter. The guide wire and catheter were removed together as one unit. The procedure was completed with a different device. No patient complications were reported.